Manufacturer narrative:
The patient's weight was provided as (B)(6). The unit of weight was not provided. Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). The meter result was 5.9 inr. The test was repeated with from the same fingerstick and the result was 3.3 inr. The customer tested again and the meter result was 4.5 inr. The blood for this test was from a new fingerstick. The customer's therapeutic range is 2.0-3.0 inr.